Event description:
It was reported from the cardiac intensive care unit (ICU) that the pump module experienced a yellow alarm that stated that the device needed to be calibrated. The device was sequestered and the facility biomed replaced the iui connectors despite no damage. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the yellow alarm pump needed calibration, sequestered. Iui connectors replaced despite no damage. No consequences to the patient were reported.